Manufacturer narrative:
Failure event observed during analysis. A partial lead with the pin measuring 53.7cm was returned for analysis. External insulation abrasion was noted at 13.5-13.8cm, 29.4-31.1cm, 29.6-30.6cm from the pin/distal tip consistent with lead friction to the ICD can or another device. UDI not available as product was manufactured on or before september 23, 2014.

Event description:
This report is to advise of an event observed during analysis.